Event description:
Event: conversion to standard open repair. Graft explanted. Case details: the pt was not an ideal candidate, due to having a short angulated superior neck. A follow-up CT scan, performed approximately 16 months after implant showed a proximal type 1 endoleak. The pt was converted to standard open repair and the graft was explanted.